Event description:
During a cystoscopy turp, a twister l fiber was used with the evolve laser. The surgeon noted that the fiber tip fragmented and broke off. The surgeon was able to retain the portion of the broken tip and ensured no particles remained in the patient. The representative/vendor for the laser company was present in the operating suite during this malfunction. There was no harm to the patient. Dates of use: (B)(6) 2019. Diagnosis or reason for use: laser tip used for prostate surgery. Is the product compounded? No. Is the product over-the-counter? No.